Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be illegible print & missing print. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the survey respondent stated no, the instructions for use (IFU) did not provide sufficient information about the product and its medical application when asked if they would agree with the statement: the instructions for use (IFU) for the following bard / becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s) in relation to bardex® i.c. Female length, 2-way foley catheter, no french size specified. And informed that in their opinion the IFU did not provide sufficient information about the product previously mentioned and its medical application because of "expiration date error, illegible information, inaccurate information, unclear information, missing information, lack of maintenance documentation or guidelines, inadequate instructions for healthcare processional and inadequate or insufficient training.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that the survey respondent stated no, the instructions for use (IFU) did not provide sufficient information about the product and its medical application when asked if they would agree with the statement: the instructions for use (IFU) for the following bard / becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s) in relation to bardex® i.c. Female length, 2-way foley catheter, no french size specified. And informed that in their opinion the IFU did not provide sufficient information about the product previously mentioned and its medical application because of "expiration date error, illegible information, inaccurate information, unclear information, missing information, lack of maintenance documentation or guidelines, inadequate instructions for healthcare processional and inadequate or insufficient training.